Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had exit block. It was also noted that there was high thresholds on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.